Manufacturer narrative:
The device has been received for evaluation, however, the investigation is not yet complete.

Event description:
On an unspecified date a plum 360 infusion pump was reported to have a damaged cable. The customer reported that the plug was partially burnt. It was not reported whether there was patient invovlement or not, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation. The customer's reported condition of damaged cable (the plug is partially burnt) was confirmed through evaluation, however, probable cause was unable to be established. The device failed visual inspection for slightly damaged/burnt power cord at the plug end, cracked front and rear cases and a damaged door. No exposed cables on power cord. The power cord, cases and door were replaced. The device was opened and inspected and no evidence of burning found on power supply socket. No unusual alarms found in device history. A 12 month service history performed and there were no similar complaints in previous 12 months.